Manufacturer narrative:
The sample has been requested for return and is pending investigation.

Event description:
A nurse tried to reconstitute advate with baxject 2 but the wfi was not transferred down to drug vial. Patient received the other advate.

Manufacturer narrative:
Evaluation of the returned baxject ii® system confirmed incomplete transfer of diluent based on residual volumes observed in the diluent vial (<0.4 ml) and product vial (~1 ml). Visual, microscopic, and functional testing demonstrated that the device met all design and performance specifications, with no defects or abnormalities identified. Examination indicated enlarged and irregular penetration marks on the diluent vial consistent with multiple or angled insertion attempts, which may have contributed to observed leakage; however, no manufacturing, material, or design defects were identified. Batch record review and manufacturing assessments conducted by the two facilities found no deviations, nonconformities, or atypical events during manufacturing, filling, storage, or distribution of the affected lot that could be associated with the reported issue. Functional testing using control vials confirmed normal device operation with successful transfer and no leakage. A definitive root cause could not be established, and the complaint was not confirmed. No corrective or preventive actions, deviations, or escalations were required. As a precautionary measure, users are advised to refer to the advate® with baxject ii® reconstitution system troubleshooting guidance in the event of reconstitution difficulties.

Event description:
A nurse tried to reconstitute advate with baxject 2 but the wfi was not transfered down to drug vial. Patient received the other advate.